Event description:
A 47 year old female pt called zoll customer support to report that she was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) was completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open white pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.